Event description:
A customer reported that over the past four years, three patients have experienced scleral burns during three separate procedures with a retinal system. The procedures were completed. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).